Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn at the ok button and worn over the contrast button. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all button contacts. The ok button contact was also inverted. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. The pump case was removed and the dim display was replaced with a test display. The test display functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the ok keypad button was intermittently unresponsive. The keypad cover was reportedly peeling over the ok button, exposing the internal components, but the response issue occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.